Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the patient's outcome was reviewed by medical safety officer. Although care was withdraw, there is not enough evidence to exclude the impella device (related complications: access site bleeding/bleeding requiring transfusion, arrhythmic event and sepsis) as an associated factor to the overall outcome.

Event description:
The user facility reported that the impella cp was placed via axillary artery after 5.5 attempt was unsuccessful. In ICU, bleeding was noted from axillary surgical site. The dressing was changed and one unit of blood was given. On day six of impella support, the patient went into atrial fibrillation with rvr and the patient seemed very septic and not a surgical candidate. It was further reported that the family decided to withdrew care and the patient expired.